Event description:
An international distributor reported a customer's AED has indicated the battery pack needs to be replaced. No specific battery or AED information was provided.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Should additional information become available a follow-up MDR shall be submitted.